Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit became inoperative. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported failure to start issue. The manufacturer¿s international service technician replaced the cpu pcba, the power management (pm) pcba and the motor controller (mc) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem.

Manufacturer narrative:
Date of report : 09jan19, date rec¿d by MFR : 29dec18. Failure analysis conducted by philips on the returned power management (pm) board, motor controller (mc) board and central processing unit (cpu) board showed that the customer complaint of ¿ vent shut down on patient¿ was confirmed. The problem was traced to a short on the mc board. This resulted in replacing multiple components on the mc board as well as components on the pm board. No problem was found on cpu board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.